Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2016 the patient was implanted with a trifecta valve after failure of an earlier tissue prosthesis. On (B)(6) 2020, a re-do surgery was performed due to early failure of the trifecta valve. The patient experienced severe aortic regurgitation and breathlessness due to the heart failure. The trifecta valve was explanted from the patient and replaced with a sjm® masters series mechanical heart valve. During the explant operation there was a period where there was a tear in the aorta. Upon explant of the valve there looked to be a torn leaflet with no evidence of infection. The patient is currently stable and was discharged from the hospital on (B)(6) 2020.

Manufacturer narrative:
Explant was reported due to regurgitation, breathlessness, and heart failure. The investigation found that leaflet 1 was torn. There was fibrous pannus ingrowth on the inflow and outflow surface of leaflet 1. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation demonstrated loss of collagen and degenerative changes at the tear site, which could have contributed to the formation of the tear.

Event description:
In 2016 the patient was implanted with a 27mm trifecta valve after failure of an earlier tissue prosthesis. On (B)(6) 2020, a re-do surgery was performed due to early failure of the trifecta valve. The patient experienced severe aortic regurgitation and breathlessness due to the heart failure. The trifecta valve was explanted from the patient and replaced with a 27mm sjm® masters series mechanical heart valve. Upon explant there was a tear in the leaflet, the trifecta left coronary leaflet had torn off the l-r stent post with no evidence of infection. The operation was completed, but it was difficult and there was a period where there was a tear in the aorta. The patient is currently stable and was discharged from the hospital on (B)(6) 2020.